Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- d8, d9, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus, during service evaluation, the device was determined to be obsolete. Consequently, no visual inspection or functional testing was performed. Photographic evidence of the device confirmed the reported complaint, identifying breakage and detachment of the distal cover and associated adhesive based on the results of investigation, the root cause of the reported issue could not be determined, however, the most probable cause is cause traced to component failure, expected or random component failure without any design or manufacturing issue due to degradation problem identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bronchoscopy performed under sedation, the distal tip of the bronchovideoscope detached and fell inside the patient¿s lung, although the treating physician attempted retrieval by aspirating the fragment with an additional bronchoscopy, the piece could not be located and is still suspected to remain inside the patient¿s lung. The procedure was completed with the same device. No additional health consequences were reported.